Event description:
I had a lower pinch blepharoplasty, and the doctor added morpheus 8 to my lower lid areas while I was under. The morpheus penetrated into my inner blood vessels, and tissue, which was already thinned down, and I had to have a second procedure the same day to cauterize the areas that were punctured and bleeding. This left significant scarring and lid retraction to my lower lid. It is still not right. Afterwards I underwent several injections into the scarred area with steroids to try to break up the scar tissue and restore my lid back to its original position. I suffered a great deal from this direct damage from the morpheus 8.